Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during a colonoscopy their "heart jerked and body jerked" which interrupted the procedure. The patient stated that the physician who did the procedure thought there was something wrong with their leads and particularly the left ventricular (lv) lead. The leads are still in use. No further patient complications have been reported as a result of this event.